Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were not feeling stimulation or emptying their bladder since a week prior to report. They stated they replaced the patient programmer batteries a week prior. They stated they didn't know the blue buttons on the side were for the implant. They were assisted with using the patient programmer to sync with the implant and it showed the therapy was off, set to program 4 at 3.3v. They stated they didn't know the therapy was off and it may have been off for a week. The patient was assisted with turning the therapy on. Button and icon meaning was reviewed. It was noted that troubleshooting resolved the reported issue. No further complications were reported or anticipated.